Event description:
Philips received a complaint on the v60 ventilator indicating that there was a touchscreen issue. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the settings button was stuck so they were unable to change the settings. The customer performed a touchscreen calibration and informed the rse that the calibration was successful. The parameter changes were good on the screen and no other problems were noted or found. The customer stated that the issue had been resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.